Event description:
A report was received that the patient had infection at the pocket site. Patient symptoms were redness and swelling in the pocket site. It was not clear if the infection was device related. The patient was administered with antibiotics. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had infection at the pocket site. Patient symptoms were redness and swelling in the pocket site. It was not clear if the infection was device related. The patient was administered with antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient had infection at the pocket site. Patient symptoms were redness and swelling in the pocket site. It was not clear if the infection was device related. The patient was administered with antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the patient¿s infection was not verified. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The complaint of charging difficulty was not verified. Ipg was successfully charged to full capacity in one cycle. Patient data indicated charging difficulty similar to the characteristics of tilted ipg orientation or deep pocket. The ipg passed all the required tests and revealed no anomalies. Sc-2316-70 sn: (B)(4). The complaint was confirmed. The lead was twisted and kinked, and all electrode wires were fractured. Sc-3400-30 sn: (B)(4). Device evaluation indicated that the splitter passed the visual, electrical, and photographic imaging tests performed. The splitter was twisted but passed the continuity test. Sc-4316 device evaluation indicated that the clik anchor passed the visual test performed. The clik anchor revealed no anomalies. Sterilization record for the ipg, lead, splitter, and clik anchor did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 14791783, description: next generation anchor kit-sterile. Additional information was received that the patient was also having charging difficulties. The patient underwent a revision wherein it was discovered that the splitter and lead were tightly wound around each other and a kink was noted in the lead at the splitter and near the clik anchor. The ipg, lead, splitter and clik anchor were explanted. Device malfunction was suspected. The patient was doing well after the procedure.